Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset. No treatment was reported for this event. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The patient was born on an unspecified date in 1960. Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 44 days after event onset. The same day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.